Event description:
The report states that after the seal cycle was completed on a low anterior bowel resection with hysterectomy, the device blade advanced but ran off the track and did not retract into position. Another device was used to complete the procedure without further incident. There was no injury to the patient.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.